Event description:
It was reported that a small volume intermate was missing the top tip. The reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured from may 7, 2013 ¿ may 8, 2013. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed no evidence of a missing cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.